Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6. Clarification to h.1. Type of reportable event: there are no reportable events associated with this complaint record.

Event description:
Previous medwatch submission noted rupture. Upon further information, abbvie has determined that the event of rupture did not occur.

Event description:
Healthcare professional reported "right side a good bit smaller than the left". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture